Event description:
It was reported that, "during the surgery, the trial around the lug broke. No further info given."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.